Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, radiofrequency ablation was delivered on the cavotricuspid isthmus line after pulmonary vein isolation and ventricular tachycardia and ventricular fibrillation were induced while ablating on the annular side of the cavotricuspid isthmus near intracardiac leads. It was determined that the patient had a transvenous implantable cardioverter defibrillator, and cardiovascular implantable electronic device interaction was reported with ventricular fibrillation induction observed. External defibrillation was performed and the patient was successfully shocked back to sinus rhythm. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the case was completed. It was noted that the implantable cardioverter defibrillator (ICD) was reprogrammed prior to starting ablation and the cardioversion function was turned off for the procedure.